Manufacturer narrative:
The device was received for evaluation. Visual inspection observed unresponsive key #0,#1,#2 and punctured keypad which contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported intermittent keypad failure (0,1,2 keys) which was reproduced. The reported condition was verified. The cause was determined to be a damaged keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump 0,1,2 keys were intermittently failing during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.